Manufacturer narrative:
The affected device was returned for evaluation. Functional testing identified a defective lock sensor. Visual inspection was performed. The lock sensor was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump does not detect that the cassette is connected and shows an alarm. The device cannot be started without a latched and locked cassette. The pump was tested with another cassette, but it did not help. There was no patient involvement. The device evaluation noted a defective latch sensor.